Event description:
On (B)(6) 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure that day. During the procedure, it was noted that one device did not properly deploy the implant. It was noted during the procedure that the tip of the needle appeared damaged and concluded that the issue was likely due to patient anatomy. Investigation of the returned device on 6 september 2022 confirmed that 17 mm of the needle was broken but was included with the returned device, and the entire length of the needle was accounted for. No patient adverse events were reported.